Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the surgeon stating he thought the haptic was more fragile than usual.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic did not unfold when inserting into the eye. The surgeon left the lens implanted. The lens was off center. There was no reported patient impact. Additional information has been requested.